Manufacturer narrative:
Follow-up # 1: date of submission 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: the black box and alarm history showed evidence of cs 052 call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [052 and 054] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.